Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive and the frame grabber were replaced. The sys was then found to be working as intended and put back into svc.

Event description:
The customer reported that there was vcd damage and that the sys would not charge. No pt injury was reported.